Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided). Low bg was due to the basal pump setting was too high. After discussing the setting with a healthcare provider, contact adjusted the basal setting.